Event description:
It was reported that during r&d simulated challenge testing in silicone models, the hypotube of subject guidewire was fractured after use. The guidewire remained intact and did not separate into parts. No patient was involved.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the synchro 2-14 guidewire tip appeared to have been shaped. The guidewire was kinked/bent 2.5cm from the distal end. The nitinol tubing on the guidewire was broken/fractured 9.9cm from the distal end with the core wire barely visible but not broken/fractured. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu. The guidewire tip was shaped. Associated devices used in the procedure were xt-17, cat 5, infinity. The wire prolapsed in the silicone model during use. The issue was noted mid-section of the hypotube on the guidewire. Analysis of the returned device found the synchro 2-14 guidewire tip appeared to have been shaped. The guidewire was kinked/bent 2.5cm from the distal end. The nitinol tubing on the guidewire was broken/fractured 9.9cm from the distal end with the core wire barely visible but not broken/fractured. The damage to the returned guidewire indicates the device encountered a significant force during use. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire broken/fractured during use¿ and as analyzed ¿guidewire broken/fractured during use¿ and 'guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during r&d simulated challenge testing in silicone models, the hypotube of subject guidewire was fractured after use. The guidewire remained intact and did not separate into parts. No patient was involved.